Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump was not delivering. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer assisted with programming of insulin pump. Customer tried to change the nasal and it went back to zero. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump and reservoir will not be returned for analysis.